Event description:
Called to patients room by rn that vapotherm machine not working. When arrived I noticed that machine was not working and that all lights were off. Tried to trouble shoot machine but it would not start. Changed machine out. Pt stable at this time.